Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon dilation was performed due to calcification. During the procedure, hypotension occurred, and a left ventricular perforation was identified. The perforation was attributed to the medtronic guidewire. Subsequently, a sternotomy was performed to repair the left ventricle.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; product ID d-evolutfx-2329 (unknown lot); product type: 0195-heart valves: non-implantable device product ID l-evolutfx-2329 (unknown lot); product type: 0195-heart valves: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was inspected prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned int he ventricle. The guidewire was placed int he apex of the left ventricle using a pigtail catheter. The guidewire was twisted briefly as the delivery catheter system (dcs) was being brought up to the aorta. The guidewire was monitored throughout the procedure. The patient had a smaller, thick ventricle that contributed to the perforation.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon dilation was performed due to calcification. During the procedure, hypotension occurred, and a left ventricular perforation was identified. The perforation was attributed to the medtronic guidewire. Subsequently, a sternotomy was performed to repair the left ventricle. Additional information was received that the guidewire was inspected prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned int he ventricle. The guidewire was placed into the apex of the left ventricle using a pigtail catheter. The guidewire was twisted briefly as the delivery catheter system (dcs) was being brought up to the aorta. The guidewire was monitored throughout the procedure. The patient had a smaller, thick ventricle that contributed to the perforation. Additional information was received that the guidewire position was initially appropriate, and the valve was advanced through the aorta without issue. During traversal of the aortic arch, a new tech adjusted the camera, which led to a temporary loss of visualization. At the same time, the wire position was being managed. During this period, the wire reportedly ¿turned inside out¿ and caused a perforation. Per the physician, the cause of the perforation was due to the guidewire management issue.